Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. High jacket retraction force noted. Retroperitoneal cut down and conduit used. Outcome was a successful implant.